Manufacturer narrative:
.

Event description:
The hcp reported the pt was admitted to the hospital, due to bradycardia and apneic episodes. The pump was reported to be a "morphine pump". Add'l info regarding the drug was not provided. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.